Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to insulation damage caused by the physician. No additional adverse patient effects were reported.